Manufacturer narrative:
Manufacturer evaluation of the instrument logs provided showed that a code recorded at 13:04pm, 15:08pm and 19:11pm on (B)(6) 2018 indicates none of the reagent bottles designated for ethanol contained reagent at a concentration in excess of 98% as required for use in the final dehydration step of a protocol. The following information was displayed to the user: on each occasion that the error code was displayed: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 7. Bottle 7 (ethanol) was not in contact with the corresponding sensor for approximately five (5) seconds at 19:11pm on (B)(6) 2018, which is not sufficient time to replace the reagent. The station properties were reset at 19:11pm on (B)(6) 2018; and a user affirmed in the instrument software that the ethanol concentration in bottle 7 was to be set to the default value of 100%. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. Based on the information provided, the tissue samples exhibiting sub-optimal tissue processing are derived from the "factory 8hr xylene standard" protocol comprising 300 cassettes, which started in retort b at 19:32pm on (B)(6) 2018 and completed at 03:36am on (B)(6) 2018; and the "factory 8hr xylene standard" protocol comprising 150 cassettes, which started in retort a at 02:39am on (B)(6) 2018 and was abandoned by the user at 03:49am on (B)(6) 2018 during step 5 (fourth dehydration step) of the protocol. Although a user affirmed in the instrument software that the reagent concentration in bottle 7 (ethanol) was to be set to the default value of 100% at 19:11pm on (B)(6) 2018, the actual ethanol concentration of the reagent in bottle 7 remained unchanged as 55.4% because the bottle was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 7 (ethanol) was used for the final dehydration step of the "factory 8hr xylene standard" protocol started in retort b at 19:32pm on (B)(6) 2018, from which sub-optimal tissue processing was reported. Although sub-optimal tissue processing reported by the complainant is derived from the "factory 8hr xylene standard" protocol started in retort a at 02:39am on (B)(6) 2018, manufacturer investigation found that the reagent in bottle 7 (ethanol) was not used for the dehydration step of the "factory 8hr xylene standard" protocol. The root cause of the sub-optimal tissue processing reported from the "factory 8hr xylene standard" protocol started in retort b at 19:32pm on (B)(6) 2018 was a use error, which occurred at 19:11pm on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottle 7 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Based on the information available, it is unlikely that the quality of tissue processing from the "factory 8hr xylene standard" protocol started in retort a at 02:39am on (B)(6) 2018 would have been adversely impacted by the use error because the reagent from bottle 7 (ethanol) was not used in the processing steps completed before this protocol was abandoned by a user.

Event description:
On (B)(6) 2018, leica biosystems received a complaint that "tissue was sub-optimal" following processing. On (B)(6) 2018, a leica application specialist - trainer provided telephone support to the laboratory in association with this complaint. The complainant advised leica application specialist - trainer that all the reagents on the instrument at the time that sub-optimal tissue processing was identified had been replaced as "an application error" was suspected. On (B)(6) 2018, the leica field support specialist-core histology assigned to this event received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable. (This information was received by (B)(6) on (B)(6) 2018).